Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported he was meeting with the physician on 2017-09-22. The type of procedure to be performed will depend on the insurance (replacement if there is reimbursement and explant if there is no reimbursement). It was unknown when the ins will be explanted or replaced, though, the ins will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported the ins will be explanted on (B)(6)2018-.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). There was premature battery depletion and shortened longevity. Factors that may have led or contributed to the issue included cycling and normal stimulation. It was noted the energy consumption for the stimulation did not seem to be so high, though, cycling was enabled with short intervals of 0.1 seconds. Telemetry confirmed "drp" status of the ins. A replacement of the ins was to be scheduled. The issue was not resolved at the time of the report.